Manufacturer narrative:
The cause was investigated and it I/f board failed resulting in smoke and flames. The obc power I/f board and the lexan cover, which is located close to the board, are constructed of flame retardant materials and are enclosed inside the gantry covers. It is designed to meet iec standards for electrical safety. Removal of the flame retardant cover exposed the flames. Manual e-off exists as a protective mean to interrupt the energy in the event of failure.

Event description:
During a CT scan, a pt reported smelling smoke. The pt was removed from the room. The CT tech saw smoke near the gantry, removed the flame retardant covers, and at that time saw flames which were extinguished. Injury was not reported.